Event description:
It was reported that three weeks after a carotid stent procedure and during hospitalization, the pt experienced symptoms of a stroke. The pt was subsequently evaluated by a gi consultant and underwent upper gi endoscopy. This revealed moderat erosive esophagitis with 2 cm sliding hiatal hernia. The pt was prescribed an antisecretory agent and hematocritis were followed. This resulted in prolongation of hospitilazation by an additional two days.